Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device went into backup vvi after failing to complete the cybersecurity update. The patient complained of pacemaker syndrome. A device download was successfully performed.